Manufacturer narrative:
Device unique identifier (B)(4). Approximate age of device ¿ 71 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had been recently discharged to inpatient rehabilitation after a long hospital stay both pre-implant and post-operatively after lvad pump placement. Specific information regarding the events leading to the prolonged hospitalization were not provided. The patient was readmitted to the acute care floor for elevated lactate dehydrogenase (ldh) levels and evaluation for lvad thrombus. The patient was placed on integrilin while being worked up for thrombus due to the primary indicator of elevated ldh. The international normalized ratio goal had been increased for multiple risk factors including infection and immobility. Several serial echocardiograms were completed which initially showed a normally functioning lvad although ldh and plasma free hemoglobin levels remained elevated. The ldh value peaked at 1179u/l on (B)(6) 2015. The patient also became severely nauseated and weak that day and low flow alarms occurred, reportedly resulting in high suspicion for lvad malfunction. An echocardiogram found the right and left ventricles were dilated, the aortic valve was opening and a mixed venous oxygen saturation was 29%. Due to the patient's high level of debilitation and chronic illness the patient was placed on comfort care status. The patient expired shortly after. The family consented for an autopsy to remove the pump. No further information was provided.